Event description:
Litigation papers allege the patient suffered from pain, discomfort, elevated metal ion levels and soreness which caused the patient to walk with a limp and required the use of a cane or walker. Repeated ultrasounds revealed two areas of fluid. During revision surgery it was noted that there was some irritation of the abductors and they were particularly swollen with fluid leaking from them.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.